Manufacturer narrative:
Pending evaluation. Concomitant device(s): 315-35-00, (B)(4)- glnd kwire. 201-78-89, (B)(4)- 3 drill bit, mod. Hex 2 pack. 321-20-00, (B)(4)- equinoxe reverse shoulder drill kit. 320-15-01, (B)(4)- eq rev glenoid plate. 320-20-38, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-26, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-30, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 30mm. 320-15-05, (B)(4)- eq rev locking screw. 320-01-38, (B)(4)- equinoxe reverse 38mm glenosphere. 320-20-00, (B)(4)- eq reverse torque defining screw kit. 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0. 300-01-13, (B)(4)- equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, approximately 1.5 years postop, this 77 y/o male patient presented with dislocation of rtsr. During the revision procedure, the stem was found to be loose. Stem, tray, screw & liner were explanted. Reamed humeral canal up to 15mm, trialed, implanted 15mm stem with +5 tray and +0 liner and new screw. Patient was last known to be in stable condition following the event. Devices will be returned.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of the shoulder dislocating possibly due to patient related conditions. Additionally, it was reported that the humeral stem was found to be loose. This was likely the result of an insufficient bond between the implant and bone which led to aseptic (non-infected) loosening. It is unclear if the loosening may have contributed to the dislocation.